Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a patient, who received super poligrip and fixodent (formulations unk) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date in 2004, the patient started super poligrip (dental) and fixodent (dental). At an unk time after starting super poligrip and fixodent, the patient was "diagnosed to have excess zinc and resulting copper depletion attributable to super poligrip and fixodent." Super poligrip and fixodent were discontinued in approximately 2009. The attorney claimed "plaintiffs aver that when super poligrip is foreseeably swallowed and otherwise exposed to the user's gastrointestinal tract, zinc in excess amounts is absorbed in the body's tissues, upsetting mineral hemostasis [sic] and resulting in depleted copper levels in the body. This copper depletion results in the development of, inter alia, a constellation of neurological symptoms generally referred to as neuropathy and other complications. By the time these symptoms are noticed and eventually connected to excess zinc and copper depletion, permanent neurological and other physical injury has already been suffered by the user. While cessation of super poligrip generally results in a return to normal zinc and copper levels, symptoms generally do not improve. The former user is thus left with permanent, profound personal injuries, and enduring disabilities." This case was assessed as medically serious by gsk. At the time of reporting the events were unresolved.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).